Event description:
It was reported that the devices were used during an unknown procedure. It was reported that the er320 clip applier scissors and clip does not form when fired. There was no consequence to the patient. There was no further information provided.